Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating a communication error during start-up. The service engineer confirmed the reported error and concluded that the breathing control printed circuit board (pcb) was defective. After the control pcb was replaced, the ventilator passed all functional tests and was returned to the customer. The control pcb was not returned for further investigation because the hospital asked to return damaged parts to the medical device department as evidence. The received device log picture confirms the reported problem on december 08, 2021, which will be used as the date of event. If the indicated fault condition occurs during startup, the reported start-up error code will be generated and ventilation cannot be started. If the fault appears during ventilation, ventilation may stop and audiovisual alarms will be generated. The conclusion is that the breathing control pcb was found defective during troubleshooting on-site. As no part was returned for investigation, the root cause could not be determined.

Event description:
Manufacturer ref. #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating communication error. There was no patient harm. Manufacturer ref. #: (B)(4).